Manufacturer narrative:
According to received information the hospital replaced the expiratory cassette to correct the reported problem and the unit has been put back into service. Device logs and replaced part have been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
The hospital called and requested an examination of a ventilator that had given a high peep (positive end expiratory pressure) alarm. No information was given on whether the ventilator was being used for treatment at the time. The hospital did not report any patient death or injury. (B)(4).